Event description:
A health care provider reported that during procedure, when the physician attempted to use it a few weeks ago, the tubing was not communicating with the machine. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed that visually, the wire harness and inflation tube were cut in half and not returned when received. Functionally, the cut inflation tube was connected onto a syringe to inject 15cc of air into the cuff balloon and inflation and deflation occurred with no issues. Electrically, the resistance from end to end shall be less than 200 ohms, but since the wire harness was cut in half and the molex connectors were not returned continuity could only be measured between the stripped wires and the trace pads and the measurements were as follows: 120.1 ohms (blue), 73 ohms (blue with white stripe), and 61.7 ohms (red with white stripe), which were within specification. The red electrode had no reading. Under magnification, cracks and voids were found in the trace pad. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.